Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Customers blood glucose (bg) level displayed as "high" on cgm. Elevated bg level was addressed via a correction bolus. Reportedly, the customer primed the infusion set tubing to address the issue.